Manufacturer narrative:
Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported when the angio-seal device was opened, there was no string inside of it. It was inserted in the patient. There was no harm to patient. A new angio-seal was used to complete procedure.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received for product evaluation. The returned component was subjected to visual analysis. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. The device was subjected to functional testing, and the deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. The likely causes for the reported event may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip.

Event description:
Additional information was received on july 24, 2018. During angio-seal closure of femoral artery, the angio-seal sheath was inserted over guidewire and guidewire was removed. Angio-seal device was inserted into sheath and locked into position. The angio-seal and sheath were pulled back as per IFU. It was noted that there was no suture visible and bleeding from the site was observed. Another angio-seal device was inserted and the closure was performed as normal. A pre-deployment angiogram was performed. Bleeding occurred in the procedure room. The patient was in stable condition. Additional information was received on july 30, 2018. The procedure performed prior to the use of the angio-seal was a percutaneous coronary intervention via femoral artery.